Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the provided trend data, recorded between may 21st, 2019 and january 15th, 2020, the rv shock impedance was recorded between 107ohms and 150ohms, as indicated in the complaint. In the provided iegm episodes artifacts were visible in the ff channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 50 months, it was reported that the shock impedance was out of range: too high. The lead was capped.